Event description:
Blood glucose device read 500 mg/dl before dinner and went to the emergency room (ER). It was reported ER device read 191 mg/dl within an hour of testing. No treatment was reportedly received. A request was made for the return of the suspect product and replacement product was sent.